Event description:
Since implant, the patient got a "fuzzy sensation (stuffed up similar to a cold)" when passing under high power lines and when he drove by power lines near the road. He also felt the fuzzy sensation if he drove the next car lane over, the sensation reduced. The patient drove a regular pickup truck; not a hybrid car. The patient also felt the sensation when lawn mowing near high power lines. The sensation was not uncomfortable, but noticeable. The patient's implantable neurostimulator was programmed unipolar. The patient was going to have a second device placed on the other side in a few months and the nurse was going to investigate reprogramming the patient at that time. It was noted that the patient had bilateral hearing aids; he had the hearing aids for approximately 15 years. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).